Event description:
A patient underwent a port placement procedure. On (B)(6) 2025 sometime post a port placement, the port erosion allegedly occurred.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure. On (B)(6) 2025 sometime post a port placement, the port erosion allegedly occurred.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported skin erosion and expulsion as no objective evidence was provided for review. However, the investigation is confirmed for identified improper procedure as its reported and port was not flush as per IFU instructions. A definitive root cause could not be determined based upon the provided information. Labeling review: labeling: adequate. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The IFU states that: flushing volumes groshong catheters procedure volume ml when port not in use 5 ml sterile normal saline every 4 weeks. D1, d4, d4 (unique identifier (UDI) #), g3, h6 (device, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.